Manufacturer narrative:
(B)(4). The device passed visual inspection, leak testing, clear passage testing, and clamp function testing with no issues found. The device was hand tightened to a test titanium adapter with difficulty. The reported problem was confirmed. An investigation into the molding process was conducted and corrective actions were taken to ensure that the inside diameter of the sets are in the center of the specification range. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. (B)(4).

Event description:
A nurse reported a connection issue associated with a minicap transfer set used for peritoneal dialysis therapy. It was reported that the transfer set would not connect to the titanium adapter. There was patient involvement, but no patient injury or medical intervention was reported. This is report 1 of 2 involved for this event.